Manufacturer narrative:
The device was not returned to zoll medical for evaluation. A zoll representative did visit the customer's site and indicated that the device was being stored with a CPR adaptor attached. The r series device is not designed to be used with the e/m/x series CPR adaptor. The device will display a "paddle fault" message and it will prevent any attempts to provide therapy. This is not an indication of a device malfunction. The r-series is not designed for use with the e/m/x series CPR adapter. The customer was notified to remove these adaptors from any other r-series devices as they are incompatible. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6)-year-old female patient, the device displayed a "paddle fault" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired. Please reference medwatch report number 1220908-2020-00356 for a similar report from the same customer.